Manufacturer narrative:
Evaluation summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2010; 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an in-office check high and variable impedance was found, along with noise and oversensing. Lead fracture due to clavicular crush was noted. It was noted that the patient works with weights. The lead was explanted and replaced. No patient complications have been reported as a result of this event.